Manufacturer narrative:
Device passed the self test and displacement test. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had to wear the insulin pump to turn on vibrate mode. The customer blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.